Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient having t12 balloon kyphoplasty. It was reported that when the guidewire was passed through the osteo-introducer, the guidewire could not be advanced. There was a possibility that the shaft had already been bent, and it was handled by having it passed through with force. It was determined that there was no issue for the patient or the procedure. The operation was completed without issue. There were no patient symptoms reported. There were no further complications reported regarding the event.